Event description:
Medtronic (covidien) received report that a pipeline flex did not open distally during embolization of an unruptured, saccular, sidewall aneurysm in the right ophthalmic segment of the internal carotid artery (ica). The physician noted significant friction in the microcatheter when delivering the pipeline flex. At deployment, opening of the distal part of the pipeline flex could not be achieved. The system was pulled back into the guide catheter and resheathed inside the microcatheter; the devices were discarded. The patient was then successfully treated with two pipeline flex devices. Post-procedure, aneurysm was determined to be raymond grade iii. There was no harm to the patient in connection with this event.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded at the site. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The event cause could not be determined. (B)(4).